Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was reproduced. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Event description:
It was reported during setup, prior to the patient entering the room, the generator displayed error e433 immediately upon boot-up. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.